Manufacturer narrative:
Investigation results: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: started pt's IV with excellent blood return but the catheter wouldn't advance all the way. I attempted to float it in but when I flushed it the saline was spraying out the side of the catheter which means had I kept the IV it would have leaked and infiltrated into the pt. Had to pull the IV and start a new one.